Event description:
On (B)(6) 2017, a 32 amplatzer septal occluder (aso) was implanted. On an unknown date, the patient presented to the ER with a medical event unknown by staff. On (B)(6) 2017, the patient was scheduled for surgery for asd/ maze procedure and asd repair as a suspected erosion had occurred into the aorta. The patient is reported to be stable.

Manufacturer narrative:
An event of erosion was reported. The occluder was received covered in a blood-like substance, which stiffened the polyester patches. The distal disc was curved and the two discs had separated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Information in the warnings section of the instructions for use states, "erosion may be the result a complex set of interactions between factors including, but not limited to the underlying anatomic substrate, retro-aortic rim of less than 5mm in any echocardiographic plane, and the dynamic hemodynamic counter-motion between the atrium and the aorta."

Event description:
On (B)(6) 2017, a 32 amplatzer septal occluder (aso) was implanted. On an unknown date following the procedure, the patient presented to the ER with a medical event. No specific details were provided. On (B)(6) 2017, the patient was scheduled for surgical removal of the aso due to suspected erosion into the aorta and surgical repair of the asd. A concomitant maze procedure was performed. The patient is reported to be stable.